Event description:
Allergan naturelle smooth silicone breast implants!!! I understand the FDA put a black box warning on them after I had them put in but I feel like the FDA needs to do more to prevent other woman from getting sick or dying. Or just wishing they were dead from all the serious side effects they cause. Shame on "y'all;" if I had prior knowledge of the effects, I would have never put them in me. And I know a lot if women feel the same. Ever since I had them implanted, its been one sickness after another. And most of which the docs can't explain. But write it off as an unknown autoimmune response. Some of these symptoms include gastro issues, brain fog, extreme fatigue, body aches/ joint pain, heart palpitations, migraines/ shooting pain, blurred visions, ear problems, rashes, swollen lymph nodes, irregular menstruation, and many more that I can't think of thanks to the brain fog. Also I want to point out that I'm only 30 and up until the implant I was a healthy woman. Most days all I wanted to do now is lay in bed and pray to god for relief so I can take care of my 4 children and devoted husband. Or just to take me quickly because living everyday in agony is just pure hell; I really hope the FDA will start taking these claims more seriously after all women have been suffering for generations. When will enough be enough. I just love how the blood of others can line the pockets of greedy selfish people. Too many tests to list; if you feel the need to reach out to me, I'd be happy to send you copies of the records. FDA safety report ID# (B)(4).